Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she has elevated blood glucose reading of 600 mg/dl with blurred vision and dry mouth. Reportedly, the patient has changed out the infusion site after she noticed her blood glucose was elevated but the elevated blood glucose did not subside with insulin pump therapy. She was able to administered self treatment with 7 units of insulin and 20 units of lantus via syringe. At the time of the call to animas, she was currently on an alternative form of delivery per hcp until further notice. The patient reportedly did not have any air bubbles, air spaces, blood in the tubing or cartridge or associated with the site. There is no leaking at the cartridge or skin site. The date/time was programmed correctly. The basal rates are programmed according to the patient¿s usage. There were no associated alarms noted in the pump memory. The patient was able to prime properly. The total daily dose was accurate when compared to basal and bolus history and settings. There was no evidence of product malfunction associated with the reported incident. This complaint is being reported because, the patient had elevated blood glucose of 600 mg/dl after her blood glucose did not respond to diabetes management with the animas insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: no defect was found. Unable to duplicate the complaint, information for the complaint is overwritten. The black box starts on 10/17/2014. The pump was used after the original complaint date and all histories and black box data for event have been overwritten. The current pump history shows no alarms associated to the complaint. The tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required specifications. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.